Manufacturer narrative:
(B)(4). Unit was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform the displacement, operating currents verify battery out limit and failed battery test , a21 error test, rewind due to blank display. Pump received with stripped battery cap coin slot(p).

Event description:
The customer reported via phone call that the insulin pump battery was draining power very quickly. The customer¿s blood glucose level was unknown. The customer stated that the battery cap came off and it was all corroded. They stated that the inside of the battery compartment was also corroded. Customer was just changing her battery when she noticed the problem of failed battery test. The batter cap contacts were also damaged. The customer also mentioned that the insulin pump had battery out limit error and they were able to clear the alarm. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.